Event description:
The customer called and reported she had issues with her liver and high blood glucose, for which she was hospitalized. Customer stated it was not due to her insulin pump and declined troubleshooting. The customer wished to receive a new test plug for her transmitter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.